Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed air-in-line. A continuous infusion rate of 2.6 ml per hour had been programmed, with a total reservoir volume of 250 ml and a remaining volume of 17 ml. The air detector and upstream sensor were on, length of infusion was 96 hours and the tubing was primed manually. The pharmacy performed an investigation of volume and findings correlate to the correct total volume of 250 ml. No patient harm/adverse event was reported.